Event description:
Per the clinic, the patient experienced hypertrophic scarring around the abutment site (specific date not reported). Subsequently, the patient was treated with IV steroid (specific date not reported). The symptom was resolved.

Manufacturer narrative:
This report was submitted on may 24, 2023.